Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A repeat test was performed using cobas and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. (B)(4). The following information was provided by the initial reporter: "it was reported by the customer that there are discrepant results on n1 covid."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-01766 was sent in error. This is a duplicate of reagent complaint MFR report # 1119779-2021-01717 . There was no malfunction with the instrument.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A repeat test was performed using cobas and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. (B)(4). The following information was provided by the initial reporter: "it was reported by the customer that there are discrepant results on n1 covid."